Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. To fix the issue, the fse replaced the battery pack, li-ion and the customer was provided with 2 battery transport cases. The fse completed pm and performed all functional and safety checks to meet factory specifications. The unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a preventative maintenance (pm), it was discovered that the batteries of the cardiosave intra-aortic balloon pump (iabp) were not charging. Battery #1 was completely depleted and would not charge at all, while battery #2 would not charge to full capacity. There was no patient involvement and no serious injury or adverse event was reported.